Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for device interrogation after receiving a vibratory alert for an out of range pacing lead impedance measurement greater than the upper limit. Upon interrogation, only a single high, out of range lead impedance measurement was noted. Multiple lead impedance measurements were performed and intermittent out of range pacing lead impedance measurements were observed. The noise was also reproducible with pocket manipulation. Device was reprogrammed and no noise or out of range measurements were noted. The patient remained stable before, during, and after the device interrogation and will continue to be monitored with regular follow-up.